Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer's insulin gauge displayed inaccurate fill estimates intermittently. Reportedly, the insulin gauge displayed a value of 31 units and the insulin gauge should have been displaying a value of 144 units. The customer's blood glucose reached 132 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.